Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that a patient presented with noise on the ra lead. Clavicular crush was also observed. The lead was explanted and replaced during the device explant due to advisory. The patient was stable post-procedure and will continue to be monitored.